Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had a device that failed the calibration for an error 80 expected was 6 actual was 28, device had 5880 hours and would be coming in for the 2000-hour preventive maintenance service. Per additional information received on 19oct2022, there was no patient involvement as it was found during calibration. Device is coming in for repair and 2000-hour preventive maintenance. Per sample evaluation results received on (B)(6) 2022, the device would not cool during a calibration test causing the device to error 80 (water check time out unable to reach calibration temperature). The mixing pump would not generate sufficient pressure to draw water from the main tank into the chiller tank allowing for cooling water to mix and flow back into the main tank. The mixing pump motor connection pushed into motor housing. The unit was primed to fill. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Tanks seals found torn and lifting in the tank.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that biomed had a device that failed the calibration for an error 80 expected was 6 actual was 28, device had 5880 hours and would be coming in for the 2000-hour preventive maintenance service. Per additional information received on 19oct2022, there was no patient involvement as it was found during calibration. Device is coming in for repair and 2000-hour preventive maintenance . Per sample evaluation results received on 17nov2022, the device would not cool during a calibration test causing the device to error 80 (water check time out unable to reach calibration temperature). The mixing pump would not generate sufficient pressure to draw water from the main tank into the chiller tank allowing for cooling water to mix and flow back into the main tank. The mixing pump motor connection pushed into motor housing. The unit was primed to fill. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Tanks seals found torn and lifting in the tank.